Manufacturer narrative:
Initial: awaiting product return for device analysis.

Event description:
Icp catheter (referenced pso-ptt) was implanted on the (B)(6) 2025 in correct position. The icp reading and evd reading did not match at all during implantation. Reported inconsistent pso-ptt reading 4, evd reading 14. Def unusual reading on the (B)(6). Removed on (B)(6) 2025.

Event description:
Icp catheter (referenced pso-ptt) was implanted on the (B)(6) 2025 in correct position. The icp reading and evd reading did not match at all during implantation. Reported inconsistent pso-ptt reading 4, evd reading 14. Def unusual reading on (B)(6). Removed on (B)(6) 2025.